Manufacturer narrative:
Addendum to the original report. This report is being sent to show the correct date of expiration for the device. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Although there is no direct association of the uti's to the davol flat mesh per the md notes provided. The warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent a vaginal vault suspension (da vinci) with placement of a bard/davol flat mesh trimmed with anterior and posterior limbs. At this time a non-bard/davol barrier mesh was also placed prior to the close of the procedure. Of note a burch procedure was also performed following the vault vaginal suspension. On (B)(6) 2011 - (B)(6) 2013 - patient had postoperative office visits that indicate the patient to have several uti's with cultures on (B)(6) 2011 and (B)(6) 2012 showing e coli bacteria, as well as cultures on (B)(6) 2012 showing coag neg staph bacteria and also noted on (B)(6) 2013 a urine culture showing klebsiella pneumoniae bacteria. The patient was treated for uti. There is no direct association of the uti's to the davol flat mesh per the md notes provided.